Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: the complaint device was retained by the customer and will not be returned therefore, device is not available for a physical evaluation. This complaint is not confirmed. It was reported that a month later after a acl procedure the implanted bio-intrafix tapered screw broke by view of x-ray. No further information regarding the procedure, patient condition or the device used has been provided to determine a root cause for this failure. As stated in the complaint the patient is stable. The DHR review indicated that this batch of devices were processed without incident, therefore, there is no evidence of manufacturing anomalies on the records reviewed. Further, a review of the depuy synthes mitek complaints system revealed one similar complaint for this lot of devices that were released to distribution. Based on the information available this complaint will be accounted for and monitored via post market surveillance activities. However, if additional information is made available, the investigation will be updated as applicable. At this point in time, no corrective action is required, and no further action is warranted. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4) incomplete. The expiration date is not currently available.

Event description:
It was reported postoperative screw breakage. The patient accepted reconstruction of cruciate ligament on (B)(6) 2018. No anomalies were occurred. After operation patient returned hospital for check and x-ray report indicated screw broke. The patient had no abnormal symptom at the time. No additional treatment was given. Now patient condition is stable. Further information will be updated if available.